Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump history indicated an ezbg bolus occurring when the patient was not connected to the pump and had left it at home. The reporter indicated that they did not believe that a family member or friend would have been testing the pump at that time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/19/2014 with the following findings:no history from the time of the alleged event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump history showed 4 boluses on 10/11/2013. The pump was exercised for 24 hours without any unprogrammed boluses being delivered. No delivery related defects were found during testing. Boluses were performed during testing using the advanced bolus features and all boluses recorded appropriately in the pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.